Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for charge circuit timeout, with the device noted to be at end of service (eos). The patient elected to leave the device in use despite it being at eos. No patient complications have been reported as a result of this event.